Event description:
The provider received a request for prescription approval for the dexcom g7 15 day sensor for a patient on the tandem insulin pump. The sensor is not compatible with the pump. The pump did not issue a warning or error message stating the sensor is not compatible. The pump kicked her off automode.